Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high bg levels. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized due to high blood glucose levels. The patient's blood glucose levels reached 136 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include nausea, vomiting, and patient didn't eat or drink for 3 days prior to hospitalization the pod was removed at the hospital and the patient was treated with insulin, antibiotics, morphine, potassium, vitamin b, anti-nausea medicine, astorbes term and gabapentin. The patient was released after 12 days.

Event description:
It was reported that the patient had been hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 136 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include nausea, vomiting, and patient didn't eat or drink for 3 days prior to hospitalization the pod was removed at the hospital and the patient was treated with insulin, antibiotics, morphine, potassium, vitamin b, anti-nausea medicine, astorbes term and gabapentin. The patient was released after 12 days.

Manufacturer narrative:
The following fields were updated based on additional information provided by patient: b5 - describe event or problem: it was reported that the patient had been hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 136 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include nausea, vomiting, and patient didn't eat or drink for 3 days prior to hospitalization the pod was removed at the hospital and the patient was treated with insulin, antibiotics, morphine, potassium, vitamin b, anti-nausea medicine, astorbes term and gabapentin. The patient was released after 12 days. H6 - adverse event problem/health effect - clinical code: e120501 diabetic ketoacidosis.